Event description:
It was reported that the cardiohelp had a battery issue. The error message ¿no battery detected¿ was displayed. According to the customer, the emergency drive was fixated onto the cardiohelp holder, the error message disappeared and the batteries were then fully charged. No re-occurrence since the event date. The cardiohelp was not exchanged. The failure occurred during treatment. No harm to any person has been reported. Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp had a battery issue. The error message ¿no battery detected¿ was displayed. According to the customer, the emergency drive was fixated onto the cardiohelp holder, the error message disappeared and the batteries were then fully charged. No re-occurrence since the event date. The cardiohelp was not exchanged. The failure occurred during treatment. A getinge field service technician (fst) was sent for investigation and repair on 2023-10-02. The batteries were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message ¿no batteries detected¿ could be confirmed on the date of event, (B)(6) 2023. According to the fst, the cardiohelp device was overdue for maintenance. The batteries were not exchanged for over 3 years and lifetime of the batteries were overdue. The redundant design of two usable batteries and the alarming about defect batteries cause a high level of safety. According to the instruction for use, chapter 5.6.1 "check before every application", the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. If not used during transportation the batteries are a backup power supply for the ac/dc power supply via cable. Referring to the service bulletin issue 98, implemented march 2022, cardiohelp battery replacement interval (order number 701049130) are extended from two to three years. The review of the non-conformities has been performed on (B)(6) 2023 for the period of 2020-04-07 to 2023-09-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-04-07. Based on the results the reported failure "no battery detected" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.